Manufacturer narrative:
Updated the problem description.

Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility, indicating that the device's capnometer door is damaged. The device was not in use during this event; therefore no patient health consequences or impact.

Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, while at a bench repair facility, indicating that the device capnometer door is damaged. There was no patient involvement, therefore no health consequences or impact.